Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000338513 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Hospital reported vasoview hemopro 2 rubber on the tip of the cautery is melted. Completed with the use of a new kit.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.